Event description:
7 days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 05 the lesion being treated was located in the non tortuous circumflex artery (cx). The vessel was pre dilated with a 2.5x15 mm balloon and a taxus express2 2.5x20 mm drug eluting stent was implanted with good results. On an unknown date, the patient experienced chest pains. An angiogram was done in a week later which determined there was stent thrombosis. The treatment was an angioplasty with a 2.5x15 maverick balloon inflated four times to about 9 atms. The results were somewhat okay and the patient is stable. It was reported that plavix was taken by the patient.